Event description:
It was reported that post-implant, post-paced t-wave oversensing was observed. Programming changes were made and it resolved the oversensing issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.